Manufacturer narrative:
This report is associated with (B)(4), super poligrip denture adhesive powder.

Event description:
He died from a heart attack. Daddy used this stuff and a similar thing happened/ he lost his voice using this. Case description: this case was reported by a consumer and described the occurrence of heart attack in a male patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip denture adhesive powder. On an unknown date, an unknown time after starting super poligrip denture adhesive powder, the patient experienced heart attack (serious criteria death and gsk medically significant) and loss of voice. The action taken with super poligrip denture adhesive powder was unknown (dechallenge was unknown). On an unknown date, the outcome of the heart attack was fatal and the outcome of the loss of voice was unknown. The reported cause of death was heart attack. It was unknown if the reporter considered the heart attack and loss of voice to be related to super poligrip denture adhesive powder. Additional details, adverse event was received on 22 june 2017. Consumer stated "a friend of mine said his daddy used this stuff and a similar thing happened. He was probably in his 60s. My friend's dad was using this and he died and he lost his voice using this. He died a few years ago from a heart attack. He got over the lost voice".